Manufacturer narrative:
The claimed issue was related to internal leakage test and pressure transducer test failure during pre-use check (puc). The device failed to meet its specifications. There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the device was checked and nozzle unit on air gas module was found defective and need to be replaced. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined the correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).